Manufacturer narrative:
The microsensor was returned for evaluation: failure analysis - no visible damage to the millar sensor, catheter material or connector. The device passed electronic, noise, linearity/hysteris, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after implantation of a microsensor, there was no readings on the icp monitor. The physician stopped the monitoring. There was no delays or consequences for the patient.